Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. There are no reports of pt injury or death associated with the event.